Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records did not identify any applicable non-conformances to specification or deviations in procedure. We are unable to determine cause of the event.

Manufacturer narrative:
Functional evaluation of returned implant and holder confirms issue with holder retention of superior component. Evaluation of returned holder with sample 6mm implant was able to securely locate both upper and lower implant components on holder without issue. Evaluation of returned 6mm implant with sample holder replicated complaint issue regarding retention of upper implant components on holder without issue. Analysis confirmed potential for interference between upper component of the implant and the holder.

Event description:
It was reported that during surgery to implant an artificial cervical disc, the implant holder detached from the implant as the surgeon was implanting the first screw. The surgeon attempted to re-attach the same implant but could not. Another size implant was tried and attached tightly, but again, the implant detached as the surgeon began inserting the screws. The surgeon ended inserting the implant freehanded. There were no patient complications.